Event description:
It was reported that inappropriate therapies were delivered due to noise. Lead damage suspected. The lead was partially capped and a new sense/pace lead was added. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.